Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that differed from glucometer measurements. A courtesy transmitter replacement was approved for the user to facilitate a firmware upgrade. A review of the in vivo sensor data showed optical instability during the timeframe of the complaint. In associated cases (complaint: (B)(4) & complaint: (B)(4) where the user reported prolonged wound healing between on (B)(6) 2025, as well as an infection (MFR#: 3009862700-2025-00736) at the insertion site on (B)(6) 2025. These localized physiological conditions potentially contributed to the observed signal instability and the reported inaccuracies. Per the hcp's recommendation, the user temporarily discontinued use of the system until the infection resolved. Dms data confirmed that the user did not use the system between on (B)(6) 2025. The user later resumed using the system, and a sensor data from the two weeks following the event confirmed a good agreement between sg and bg values. B4. Date of this report 31 july 2025. G3. Date received by the manufacturer? 31 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.